Manufacturer narrative:
Per procedure no analysis is required for reported observations of infection. No further information is available or expected for this event.

Event description:
This supplemental report is being filed to include conclusion of product investigation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. No additional adverse patient effects were reported.